Manufacturer narrative:
Covidien reference: (B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the keyboard assembly. Though requested, additional information regarding the device's repair status is not available

Event description:
Covidien received information stating that the ventilator experienced an unresponsive keyboard while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. There is no report of serious injury or death associated with this event.